Manufacturer narrative:
(Initial reporter address): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020. According to the complainant, during the procedure, the corewire of the guidewire broke. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020. According to the complainant, during the procedure, the corewire of the guidewire broke. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block h6 (device codes): problem code 1069 captures the reportable event of corewire break. Block h10: visual examination of the returned device revealed that the distal tip was kinked and stretched. Kink is located at the end section of the flare at the end of the distal tip. There is no evidence of a fractured distal tip therefore the compliant is not confirmed. The failure modes noted could have been caused due to handling/manipulation of the device or the amount of force applied during insertion into ercp scope. In addition, the procedural factors involved could have induced the failures observed. It is important to mention that the physician must carefully insert the guidewire into the ercp scope since a kink can be generated on the tip and stretched condition on the distal tip was caused when the tip got kinked. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Manufacturer narrative:
Correction: block a2 (age at time of event) block a2 (age at time of event): the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Block e1 (initial reporter address): (B)(6) block h6 (device codes): problem code 1069 captures the reportable event of corewire break. Block h10: visual examination of the returned device revealed that the distal tip was kinked and stretched. Kink is located at the end section of the flare at the end of the distal tip. There is no evidence of a fractured distal tip therefore the compliant is not confirmed. The failure modes noted could have been caused due to handling/manipulation of the device or the amount of force applied during insertion into ercp scope. In addition, the procedural factors involved could have induced the failures observed. It is important to mention that the physician must carefully insert the guidewire into the ercp scope since a kink can be generated on the tip and stretched condition on the distal tip was caused when the tip got kinked. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2020. According to the complainant, during the procedure, the corewire of the guidewire broke. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.